Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) the screen stood on blank. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found nothing to be wrong with screen. The fse found that the bp was not showing consistently on screen and fo calibration. The fse opened the iabp, reseated all connections and swapped both fo lamps. The unit passed all functional and safety test and was then returned to the customer for use.

Event description:
N/a.